Event description:
A malfunction code was reported by the customer, who experienced a malf 9 error with a resettable code. There was no adverse impact on the customer's blood glucose level. Technical support provided the customer with information on how to reset the pump and assisted with the process. After the reset, the malfunction code did not recur. The customer was advised to continue using the pump and to contact technical support if any issues arise again, which the customer acknowledged and understood.